Event description:
Approximately six months after implant while hospitalized for a non-device related infection, the patient experienced a brief loss of consciousness during the exchange of a power source. The controller display went blank after one of two batteries was removed. When a second power source was attached the controller powered up and the patient regained consciousness with no further complications. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00824 and 3007042319-2014-00825) submitted for devices related to the same event. Product is in route.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a brief loss of consciousness with loss of perfusion when his mother removed a battery from power source one (1). The patient heard a low battery alarm and subsequently the controller display became blank while a battery was still attached to controller power source two (2). It was reported that the nurse looked into the carrying case and realized the newly changed battery was not connected. As soon as the controller ac adapter was attached to power source one (1), the controller powered back up and patient regained consciousness. The issue resolved with the replacement devices and the patient is reported to be doing well. The four (4) batteries, but not the controller were returned to the manufacturer for evaluation. The batteries reported in this complaint were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions. As a result, the devices were not available for analysis and controller was not returned, subsequently the root cause cannot be determined for the reported event. Complaints of this nature will continue to be tracked and trended. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of five reports (3007042319-2014-00824, 2014-00825, 2016-00001, 2016-00002 and 3007042319-2016-00003) submitted for devices related to the same event.